Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that there was mold inside the package lid of the subject device. It was not noticed until after the subject device was implanted in the patient. There were no clinical consequences reported to the patient due to this event.

Event description:
It was reported that there was mold inside the package lid of the subject device. It was not noticed until after the subject device was implanted in the patient. There were no clinical consequences reported to the patient due to this event. No other information was provided.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the information/images provided by the customer. Additional information provided by the customer, the tetra box had mold on the inside lid. They did not notice until after the coil was implanted in the patient. An assignable cause of shipping damage will be assigned to the reported 'product contaminated (inside sterile barrier (pouch)).' The issue is due to handling of the product or portion of the product without direct patient contact during shipping/transportation.